Event description:
It was reported that backup battery fault alarms were observed. Backup battery was replaced. It was reported that following replacement of backup battery on (B)(6) 2020, patient had return of backup battery fault alarms starting on (B)(6) 2021 at 0400. Backup battery was reseated. Review of the submitted log files, noted several backup battery fault events throughout the event history. These appeared to resolve on (B)(6) 2021 at 11:35 am. On (B)(6) 2020, it was reported that the patient had additional backup battery fault alarms. System controller was changed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files. The log files spanned approximately 11 days (26dec2020 ¿ 29dec2020, 29dec2020 ¿ 02jan2021, 04jan2021 ¿ 08jan2021 per time stamp). Backup battery fault alarms were active at the start of the log files on (B)(6) 2020 at 11:07 until the backup battery was exchanged on (B)(6) 2020 at 10:49. The backup battery alarm returned on (B)(6) 2021 at 04:08 and again on (B)(6) 2021 at 15:06, remaining active until the controller was exchanged on (B)(6) 2021 at 11:30. The backup battery fault alarms were a result of a failed load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log files. The system controller, serial number (B)(6), was returned for analysis and underwent preliminary and functional testing and performed as intended. The reported backup battery fault alarm was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specification. No further information was provided. The manufacturer is closing the file on this event.